Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and had high impedance on the spinal cord stimulator (scs) paddle lead. It was also stated that the patient had discomfort at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and paddle was explanted. The patient was doing well postoperatively and the explanted device will not be returned.